Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range left ventricular (lv) pacing impedances of greater than 2500 ohms. It was noted the lv pacing impedance has been out of range for more than a year. The threshold measurement was around 3v. There was no additional data available beyond a year. It was discussed, since the threshold and sensing were fine, that the patient will continue to be monitored. At this time, this lv lead remains in service and there were no adverse patient effects reported.